Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via therapy electrodes (brand and expiration date not reported) during an event. The customer advised that this was a witnessed cardiac arrest. The patient was driving a delivery truck and had just arrived a facility. Employees at the facility witnessed him crash his truck and immediately came to his aid. The customer advised that there was only approximately a 1-2 minute delay before CPR was started on the patient. A sheriff's deputy then arrived on scene and advised that despite having the therapy electrodes properly connected to both the patient and the device, that it continually prompted to "connect electrodes" and would not detect the patient. A second set of therapy electrodes were used, but that did not resolve the reported issue. The patient did not survive the event.

Manufacturer narrative:
UDI ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via therapy electrodes (brand and expiration date not reported) during an event. The customer advised that this was a witnessed cardiac arrest. The patient was driving a delivery truck and had just arrived a facility. Employees at the facility witnessed him crash his truck and immediately came to his aid. The customer advised that there was only approximately a 1-2 minute delay before CPR was started on the patient. A sherrif's deputy then arrived on scene and advised that despite having the therapy electrodes properly connected to both the patient and the device, that it continually prompted to "connect electrodes" and would not detect the patient. A second set of therapy electrodes were used, but that did not resolve the reported issue. The patient did not survive the event.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via therapy electrodes (brand and expiration date not reported) during an event. The customer advised that this was a witnessed cardiac arrest. The patient was driving a delivery truck and had just arrived a facility. Employees at the facility witnessed him crash his truck and immediately came to his aid. The customer advised that there was only approximately a 1-2 minute delay before CPR was started on the patient. A sherrif's deputy then arrived on scene and advised that despite having the therapy electrodes properly connected to both the patient and the device, that it continually prompted to "connect electrodes" and would not detect the patient. A second set of therapy electrodes were used, but that did not resolve the reported issue. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio confirmed that the device able to properly recognize a patient load and charge for defibrillation and shock. The defibrillation electrodes used during the event was not available for evaluation. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device.